Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and walked the caller through the process, resulting in a successful start of their sensor session without recurring errors.